Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure this right atrial (ra) lead exhibited noise that was being oversensed. However, the patient did not experience any pacing inhibition. Isometrics testing was performed and the noise could be re-created. Subsequently, this ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.